Event description:
It is reported by the pt's attorney that the pt underwent total knee surgeries in 2002. Post-op, tibial component loosened on the left knee. As a result, in 2003, pt's left knee was revised.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation codes: no product or x-rays were returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.